Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a coronary diagnosis procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that the ippc was continuously resetting and not communicating with the rest of the system. Review of the system log files shows malfunctioning of frontal ip-pc. Fse replaced the image processing pc (ippc), reloaded software of operating system and application. After replacement of ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system was down with an x-ray emission error. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the ippc continued to reset itself without communicating with the rest of the system. Troubleshooting actions showed a problem with the image reprocessing computer. The fse replaced the ippc and the hard disks, reloaded the software and returned the system to use in good working order.